Manufacturer narrative:
(B)(4).

Event description:
It was reported by the plaintiffs attorney that the plaintiff experienced burning and difficult urination, back pain, inability to void, incontinence, nocturia, dysuria, frequency, abdominal and flank pain, pelvic phleboliths and tiny non obstructing renal calculi. The device remains implanted. No further patient complications have been reported in relation to this event.